Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient abruptly lost access to sound with the device a month prior. There was no accident or trauma reported. The patient has been advised to meet with the operating surgeon.

Manufacturer narrative:
In situ measurements show an increased ground path impedance (gpi) which was likely caused by bone growth around the reference electrode contacts. The reference electrode has been mechanically damaged, likely during removal surgery. Furthermore, device investigation revealed minor damage to the active electrode likely caused by repeated external mechanical impacts on the device, which likely contributed to the reported no benefit. This is a final report.

Event description:
It was reported that the recipient abruptly lost access to sound with the device a month prior. Reimplantation was performed.